Manufacturer narrative:
After battery installation, the insulin pump gave a steady white display and unexpected vibrating due to broken traces on the lcd glass between the lcd controller and lcd image. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No cracks on lcd glass or lcd window noted. The insulin pump was received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen was cracked. The customer's blood glucose was 6.1 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.